Event description:
Event description boston scientific received information that during a scheduled follow up, this left ventricular lead was exhibiting impedance measurements greater than 2000 ohms. An x-ray revealed the lead was fractured. The patient reported that he did not fall and that he did not sustain anytrauma. The explant procedure will most likely be performed at a different hospital.